Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: consumer stated, when she removed needle shield, needle hub separated.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/26/2021. H.6. Investigation: customer returned 3 syringes in a polybag labeled for 0.5ml, 31 gauge, 8mm syringes from lot 1011589. The syringes have had their needle shields and hubs separate from their respective barrels. The hubs have become lodged inside the shields. There is no damage to either the connectors at the distal tips of the barrels or their respective needle hubs. No signs of use. No measurements could be taken, nor observations be made pertaining to the sharpness of the needles as a result of the needle hubs being lodged in the needle shields. The needle hubs cannot be easily removed from the shields without damaging the needle itself. The black rubber stoppers in the syringes at the tip of the plunger rods were observed to have no visible defects. The plunger rods could be easily operated and slid up and down the length of the syringe barrel without issue. A review of the device history record was completed for batch# 1011589. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that the relion® insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: consumer stated, when she removed needle shield, needle hub separated.